Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the skin on the implantable cardiac monitor (icm) site has not healed properly and the skin has turned up. The icm remains in use. No further patient complications have been reported as a result of this event.